Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), hypersensitivity ("allergy"), dermatitis allergic ("allergic rash"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood swings ("mood swings"), migraine ("migraine/headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), pruritus ("itching") and rash ("rash on pelvic area"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and back pain was resolving, the genital haemorrhage, hypersensitivity, dermatitis allergic, female sexual dysfunction, mood swings, migraine, nausea, vaginal discharge, fatigue, alopecia and rash outcome was unknown and the dyspareunia and pruritus had resolved. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, migraine, mood swings, nausea, pelvic pain, pruritus, rash and vaginal discharge to be related to essure. The reporter commented: patient received treatment for allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: plaintiff fact sheet received. Following events¿ apareunia (inability to have sexual intercourse), mood swings, migraine/headaches, nausea, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, hair loss and itching¿. Reporter information and demographics were added. The outcome of the events" pelvic pain, back pain and abdominal pain, were updated to recovering/resolving. The outcome of the event" dyspareunia and rashes" was updated to recovered/resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), hypersensitivity ("allergy") and dermatitis allergic ("allergic rash"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, hypersensitivity and dermatitis allergic outcome was unknown. The reporter considered abdominal pain, back pain, dermatitis allergic, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. The reporter commented: patient received treatment for allergy quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously reported event injury were updated to new events pelvic pain, abdominal pain,back pain,general abnormal bleed, rash,skin condition, hypersensitivity. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.